Event description:
Caller states he tested 2.7 inr on the coaguchek xs system in the morning. The meter memory showed a 2.7 inr result was obtained at 10:31 am but it was not verified that the time and date were set correctly. Caller states that he experienced a stroke because of the inaccurate value on the coaguchek xs. Caller states he went to the hospital at about 4 pm and on the same day, the hospital measured the customer with a value of 2.03 inr on a comparison lab. Caller states that his dose of falithrom was increased and he was in the hospital for 4-5 days. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).